Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for use. However, during procedure, the delivery shaft was fractured. The broken part was pulled out without intervention and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.